Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the distal right coronary artery (rca). The 3.0x18 mm xience skypoint stent delivery system (sds) balloon was inflated for deployment to 16 atmospheres and the balloon ruptured. It appeared the stent migrated on angio but post deployment the stent was in the correct location. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a balloon material rupture include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. Based on the information provided, it is unknown what may have caused the reported material rupture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.